Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter was placed via right subclavian vein. The catheter showed a path obstructed after insertion and fixation of the catheter. As a result, it was necessary to replace the product in order to continue and finish the procedure. This caused trauma to the patient. Additional information received from the distributor on (B)(6) 2010, stated, the hospital would not comment on the trauma to the patient. On (B)(6)2010, another request was sent to explain the outcome of the patient's trauma, but so far distributor has had no response on the trauma caused to the patient.